Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received dilaudid (unknown concentration and dose) in an implantable pump non-malignant pain and lumbar radiculopathy. The patient experienced a return of pain on approximately (B)(6) 2016. The pump was interrogated and found to have gone into safe state. There were no known environmental/external/patient factors that contributed to the event. The pump was reprogrammed to normal dosing, but later returned to safe state. Per the patient, the pump "went bad...only put out a little bit of medication." The issue was considered to be ongoing. The patient's status at the time of the event was stated to be alive with no injury. Surgical intervention was planned, but had not yet been scheduled.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal dilaudid 25 mg/ml at 5.644 mg/day. The pump stalled and was put into safe state. The pump was replaced. The issue was resolved. The patient¿s status was ¿alive ¿ no injury.¿

Manufacturer narrative:
Analysis of the pump confirmed the pump had a low battery reset, but the cause was undetermined. Hybrid function passed and the resistance reading of the motor wire feedthroughs and coil all passed. Further inspection of the internal parts found no significant anomalies. It was determined that the reset that occurred in the field and during analysis is consistent with a high resistance battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.